Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% restenosed, 15mm in length, eccentric target lesion was located in the mildly tortuous, moderately calcified and 3.5mm in diameter left anterior descending artery. The lesion contained <=45 degrees bend. A 16x3.50mm omega stent was selected however during the procedure, it was noted that the stent was deformed. The device was removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.